Event description:
The report received from the affiliate indicated that the patient had a sds genesis 8x24mm 135cm pro stent implanted in the right subclavian artery target lesion. No residual stenosis was noted angiographically after deployment. Approximately two (2) months after implantation, the patient was being treated for an internal carotid artery lesion and the previously implanted palmaz genesis stent was noted to be fractured and separated. A precise pro 9 x 30 stent was implanted to cover the fracture site. There was no reported patient injury. The right subclavian artery target lesion was reported to be: a 70% stenosis, calcified, slightly tortuous, angulated-110°, not a bifurcation lesion, and 18-20 mm. In length. The stent was deployed at eight (8) atm. Ivus was not done. The stent was not post-dilated.

Manufacturer narrative:
Additional information received indicated that the patient had an unknown percentage of restenosis of the device also. Complaint conclusion: the report received indicated that the patient had a palmaz genesis 8x24mm stent implanted in a calcified, slightly tortuous, angulated-110°, 70% stenosed right subclavian artery. No residual stenosis was noted angiographically after deployment. Approximately two (2) months after implantation, the patient was being treated for an internal carotid artery lesion and the previously implanted palmaz genesis stent was noted to be fractured and separated with an unknown percentage of restenosis. A precise pro 9 x 30 stent was implanted to cover the fracture site. There was no reported patient injury. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15526451 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. The subclavian vessels are prone to and undergo biomechanical forces such as flexion during movement. Also, the vessels may be compressed by external structures, including the clavicle and first rib. This may lead to restenosis or thrombosis, also well-known potential complications of this type of procedure. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Please note that the date of implantation was reported (B)(6) 2012. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.